Event description:
After the physician placed the patient's gallbladder into a retrieval bag, the bag was brought out through the umbilical incision. When bringing it out through the incision, the bag did separate or break. All pieces were completely removed from the patient. The retrieval bag and piece of plastic were cleaned and given to the company representative to return to the manufacturer. The remaining box with the lot number affected was pulled from the supply.